Event description:
It was reported that the right atrial (ra) lead exhibited a steady increase in impedance and triggered an alert of high impedance on the rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.